Event description:
Patient was prepped by facility personnel and was moved to a MRI safe gurney. However, hospital personnel did not exchange the drip stand to a non-metallic device. When the patient was moved into the room the drip stand was attracted to the magnet. The drip stand contacted the patient and caused a laceration to the forehead. The patient received stitches to close the laceration.

Manufacturer narrative:
On (B)(6) 2011, the MRI system was ramped down and the drip stand was removed. Very little damage was noted. An evaluation of the system was conducted after it was ramped up and the system is 100% operational. No image quality issues. The nurse cut the forehead with 1 or 3cm, and was treated with around several stitches. Method: the device will be evaluated to ascertain any damage caused by drip stand. Additional evaluation is not required. This report is being filed as the result of a retrospective review of complaints during an internal audit.

Manufacturer narrative:
On (B)(6) 2011, the MRI system was ramped down and the drip stand was removed. Very little damage was noted. An evaluation of the system was conducted after it was ramped up and the system is 100% operational. No image quality issues. The patient cut the forehead with 1 or 3cm, and was treated with around several stitches. Method: the device will be evaluated to ascertain any damage caused by drip stand. Additional evaluation is not required. This report is being filed as the result of a retrospective review of complaints during an internal audit.

Event description:
Patient was prepped by nurse and was moved to a MRI safe gurney. However, nurse did not exchange the drip stand to a non-metallic device. When the patient and nurse were moved into the rooom the drip stand was attracted to the magnet. The drip stand contacted the nurse and caused a laceration to the forehead. The nurse received stitches to close the laceration.